Event description:
Boston scientific received information that noise on both the ventricular and shock channels was observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. The noise was oversensed, resulting in pacing inhibition and asystole for more than four seconds. The patient is pacemaker dependent and has no sinus rhythm. An x-ray was performed, but it was unable to confirm a lead dislodgement or fracture. A follow up was scheduled. No adverse patient effects were reported. Another patient follow up was performed and the noise was reproduced when the patient performed different provocation maneuvers. Another chest x-ray was obtained and a fracture was noted at the suture sleeve while an insulation issue was noted in the area between the clavicle and first rib. In addition, insulation abrasions were noted on both the right atrial (ra) and left ventricular (lv) leads. Further, the physician also suspected a header issue since there was noise was observed on all three channels and the device is included in the subpectoral implant advisory, initially communicated on (B)(6) 2009. No adverse patient effects were reported. A revision was performed to replace the device and leads. Fluoroscopy was performed and both the fracture and insulation abrasion on the rv lead was confirmed as well as the insulation abrasions on both the ra and lv leads. The new leads were first implanted due to the patient¿s pacemaker dependency. When the fractured rv lead was being explanted, the stylet was unable to be fully inserted due to the lead damage at the location of the clavicle. In addition, the defibrillation coils had adhered to the vessel wall. The lead was eventually explanted but was damaged in several locations.

Manufacturer narrative:
During the procedure, the lv lead was able to be removed from the vein but the portion that was in the device pocket had severe overgrowth and the lead had to be cut in several places in order to fully remove it. In addition, the ra lead was also damaged during the explant procedure. During the removal, the tip of the ra lead separated and became stuck in the subclavian vein; however, it did not interfere with the newly implanted leads. No additional adverse patient effects were reported. The device and leads will be returned for laboratory analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in three segments. The terminal segment (approximately 12 cm in length) had all wires were extremely stretched. The middle segment (approximately 31 cm in length) only contained the lead insulation and no conductor coils. There was a cut in the insulation noted at the location of the suture sleeve. The other segment (approximately 10 cm in length) contained only conductor wires and no insulation. No fractures were found on the returned lead segments. The tip section of the lead was not returned. Resistance testing was completed on each segment to assess the electrical performance and the measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the reported clinical observation that the lead had fractured. No evidence of fracture was found on the returned lead segments. The observation of insulation abrasion was also unable to be confirmed as the lead sustained significant damage during the explant procedure.